Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left circumflex artery. A nc quantum apex mr 8mm x 2.50mm balloon catheter was selected for pre dilating the lesion and ruptured at nominal pressure on the first inflation. The balloon catheter was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is good.